Manufacturer narrative:
Analysis of the AED's log files from an internation distributor identified that the customer failed to promptly address the AED's red asi warnings which reduced battery life expectancy. The log files showed that on 8/01/23 the AED began alerting the user of a potential problem. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the AED's condition until the battery pack became completely depleted on 1/11/24. The cause of the AED not powering on was related to a failure to maintain the AED.

Event description:
Analysis of the AED's log files from an internation distributor identified that the customer failed to promptly address the AED's red asi warnings which reduced battery life expectancy. The log files showed that on 8/01/23 the AED began alerting the user of a potential problem. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the AED's condition until the battery pack became completely depleted on 1/11/24. The cause of the AED not powering on was related to a failure to maintain the AED.